Manufacturer narrative:
E1: patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that patient faced an issue with infusions set fell off during use on 02-apr-2024. The infusion set was in use for less than a day. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.